Event description:
A therapy problem was reported regarding a catheter that broke off on two occasions. Imaging was conducted and indicated a bent catheter. A surgery took place on (B)(6) for catheter replacement. A spinal fluid leak was noted. The patient reported "that she had a huge knot on her back. The type of medication, concentration, and daily dose being administered via the pump were not reported. No other symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. Reference MFR # 6000030-2008-02637; adr #20085746.

Manufacturer narrative:
(B)(4).